Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/08/2017. The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an endoscopic appendectomy on (B)(6) 2017 and the suture was used. During the procedure, the end of the device was broken and another suture was used to complete the procedure. There were no patient consequences reported. No further information is available.

Manufacturer narrative:
The actual sample was returned for evaluation. During the visual inspection of the cannula, the sample contains a suture in process of degradation. During the visual inspection of the open foil, excessive manipulation, a hole and small suture pieces were observed into the packet. Since the suture has begun the process of degradation, no additional functional test can to be performed. Based on the sample condition, the suture breakage was caused by the pinhole in the bottom foil which was externally caused.